Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized. It was also reported that the customer's insulin pump was not delivering insulin however there was an absence of the no delivery alarm. Customer's blood glucose level was unknown. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization.